Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended. There were no patient consequences.

Event description:
New information received notes a reoccurrence of post paced t wave oversensing. Programming changes were recommended, the patient was to be brought in at a future date for the changes to be made by the clinician. The patient was stable.